Event description:
On (B)(6) 2013, the patient reported feeling an increase in depression. Follow up with the physician found that the increased depression was first noticed the last month. The relationship of the increased depression to vns is unknown as the physician was not a psychiatrist. The physician stated that he is only monitoring the vns and is not treating the patient's depression. Additionally, the patient has not been seen for follow up at this time. The vns settings were increased as intervention for the increased depression. No other information was provided.

Event description:
It was reported that the increased depression began in (B)(6) 2013.

Manufacturer narrative:
Date received by manufacturer, corrected data: the supplemental report #1 inadvertently reported the incorrect date. The date received was 08/07/2014.

Event description:
An implant card reported that the patient had generator replacement on (B)(6) 2014. The explanted device was disposed of after surgery by the hospital. Therefore, analysis is unable to be performed.

Event description:
Clinic notes dated (B)(6) 2014 reported that the patient has had symptoms including suicidal ideation and depressive symptoms. Symptoms were reported to be severe (he was suicidal) but improving with vns. Symptoms are exacerbated by many types of stressors, winter months and menstrual cycles. By report there was good compliance with treatment and fair symptom control. Recently, the notes indicate that the disease was worsening. The patient voluntarily admitted himself to a psychiatric unit with disease complications also including frequent hospitalizations. The patient is no longer able to feel stimulation which the physician noted is possibly related to the device "not working as well as it should" due to age of implant. The physician notes that he suspects end of life although testing shows it is "ok." Generator replacement is likely, but has not occurred to date.